Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had power error detected and replace battery now alarm. The customer¿s blood glucose was 283, 350 and 323 mg/dl. Troubleshooting steps were provided for power error. Offered to troubleshoot for high blood glucose, replace battery now and power loss alarm but customer declined. Advised pump will need to be replaced. Advised to revert to backup plan. The insulin pump will not be returned for analysis.